Event description:
The customer reported a cleaner fluid leak of approximately 20ml from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Customer technical support (cts) did troubleshooting with customer via telephone and the customer found the source of the leak was tubing at feed-thru fittings (from ff107 to ff124) through pinch valve (pv37). The customer replaced tubing at pv37 to resolve the issue. (B)(4).